Manufacturer narrative:
The device remains in-service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead had noise and low out of range pacing impedance of less than 200 ohms. The lead was surgically capped and replaced, and the device remains in-service. No additional adverse patient effects were reported.